Event description:
It was reported the user facility experienced an ambulance accident, in which a patient was being transported. As a result of the accident, both paramedics were transported to the hospital. It is currently unknown if any injuries were sustained by the paramedics or patient, or whether medical intervention was necessary.

Manufacturer narrative:
It was reported minor injuries were sustained, without specification of what those injuries were or who sustained them. There was no report of adverse consequences. There was no alleged malfunction of the stryker devices on the ambulance at the time of the accident.

Event description:
It was reported the user facility experienced an ambulance accident, in which a patient was being transported. As a result of the accident, both paramedics were transported to the hospital. It was reported minor injuries were sustained, without specification of what those injuries were or who sustained them. There was no report of adverse consequences. There was no alleged malfunction of the stryker devices on the ambulance at the time of the accident.